Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, a further presumption of root cause could not be established from the information obtained for this investigation. The instructions for use (IFU) has the following relevant information pertaining to the suggested event: instructions: evis exera ii ultrasound gastrovideoscope; olympus gf type uct180. Important information ¿ please read before use: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and the evaluation found the forceps cover is detached at the probe, has tears on the pink rubber, exposing the core. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported to olympus, the plastic housing around the elevator was cracked and partially falling apart on the gastrovideoscope. There were no reports of a delay or patient harm.